Event description:
User facility reported that the product catheter was being inserted into pt when it met with resistance. When removed from pt, the catheter was found to have a 6cm portion missing, the treating facility attempted to surgically remove the catheter portion from the pt but was unsuccessful. Pt is receiving follow up care from anesthesia department with no permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.